Manufacturer narrative:
Eval code conclusion codes were corrected.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: during investigation, the black box showed a replace cartridge alarm however a voltage drop was observed when an error, alarm or warning loss of prime warning that followed unacknowledged. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. There was no evidence of contamination inside the battery compartment. The current draws were within specification. There was no evidence of excessive pump temperature duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.